Event description:
During an in clinic follow up, upon interrogation, lower than anticipated remaining battery was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.